Event description:
It was reported that the debris shield was damaged twice during the procedure. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the debris shield of this device underwent a thorough analysis. The was visually examined and the metal shaft body was found to be in good condition, but the lens was damaged in the center with burnt marks. Based on the information available and analysis results, the burnt marks found in the debris shield could have caused or contributed to the reported clinical observation of debris shield problem that caused the surgery to be canceled.

Event description:
It was reported that the debris shield was damaged twice during the procedure. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.